Event description:
The customer contacted spacelabs healthcare technical support stating that a xhibit central station (xcs) monitoring telemetry patients became frozen and unresponsive. The caller opened an internal ticket for their biomed team to resolve the issue. In a follow up call, the customer stated that the issue was resolved after the device was power cycled and they did not require biomedical team intervention. Cause of failure was not identified.